Event description:
Cook (B)(6) reported for the customer "(B)(6) 2013: the device used for cv port placement and placed in the anterior chest. On (B)(6) 2013: one week after the placement, it was confirmed that the catheter was broken or came off and travelled to the pulmonary artery. The catheter was retrieved with en snare." There has been no pt outcome reported.

Manufacturer narrative:
Results: one length of catheter (around 21cm) was returned from the customer. No other components were returned with the catheter showed no signs of leakage or burnishing. No bruising was noted at either end of the catheter. The dimensions of the catheter are within specification. Conclusions: the catheter was mfg to cvi specifications and no signs of wear or breakage were noted. Therefore, this is likely a catheter disconnect. There are no signs of bruising at either end of the catheter, indicating the catheter was not properly connected. Comments rec'd indicate the catheter was situated at a sharp angle, which could apply longitudinal pressure to the catheter and contribute to the disconnect. It is suggested that the customer review the IFU for proper catheter attachment over the outlet tube using the catheter lock.